Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5152084. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 349652.

Event description:
It was reported that the patient had a staphylococcus aureus infection at the incision site. It was noted that the infected site had a wound and the patients white blood cells were elevated. The physician confirmed that the patient was predisposed to getting infections and that the infection was not device related. During the procedure, the infected tissue was discovered to be around the lead. The patient was prescribed with antibiotics and underwent an explant procedure. All device components were explanted and will not be returned.